Event description:
Severe pain, skin blistering, inflammation, burning and disfiguring of skin and effect of antibiotic I was on. An incorrect device was sent home from halo wound solutions, my doctor ordered an adaptic and script correctly and packaged the wrong adaptor. This device was to help with a wound on my ankle. I notified halo, my doctor and my pharmacist of the severe and painful reactions I was experiencing. It provides all the informed you need. I am also including photos of the injuries suffered and ongoing. Please note there was no warning on the single packets that this product can burn the skin. I found out afterwards through intense research on the internet.